Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres for 5 seconds, the balloon ruptured due to the highly calcified lesion. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.